Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-04947. Returned to manufacturer date should be 07/07/2016; not 07/06/2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire was unable to be removed from the left ventricular lead. The lead was not used. The lead was explanted and replaced successfully. There were no adverse consequences to the patient.